Event description:
It was reported via attached voluntary medwatch report #mw5149958 that guidewire detachment occurred. An amplatz guidewire was advanced for treatment in extracorporeal membrane oxygenation (ECMO) cannulation. However, during the procedure, the guidewire was sheared off resulting in the need for additional intervention. No patient complications were reported.